Event description:
A simplygo device was returned to manufacturer service center for service with allegation of battery not charging. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at manufacturer service center, the service observed inlet filter and the inlet hose is melted and clogged in the device. The device's battery connection pca, sieve canister kit was replaced to address the issue.